Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt reported battery location as uncomfortable. Battery was very close to midline along spine. The pocket was revised and moved laterally to new pocket. Issue resolved.